Event description:
During an unrelated follow-up call on (B)(6) 2013 with peritoneal dialysis rn, it was learned that the end stage renal pt with a history of cardiac arrest expired during treatment in the hospital. No device malfunctions were reported. The product was discarded.

Manufacturer narrative:
Based on the information provided, it is unk how the device may have caused or contributed to the event. The post market clinical dept is in the process of requesting pt medical records and treatment data information regarding the reported expiration during the pt's peritoneal dialysis treatment in the hospital. A supplemental medwatch report will be submitted upon completion of the investigation. Please ref MDR #'s 2937457-2013-00168 and 1713747-2013-99935.